Manufacturer narrative:
Patient's weight unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to nonfunction. Both of these leads had been cut (at the level of the ra) by a surgeon in a prior open heart procedure (the leads were cut and listed inactive on (B)(6) 2020). For the lead extraction procedure, both of the leads were prepped with a cook medical liberator tip locking device, to provide traction. A spectranetics 13f tightrail rotating dilator sheath was used, and the physician advanced over the leads, followed by a spectranetics 16f glidelight laser sheath, and back to the 13f tightrail device. During its use in the procedure, the 16f glidelight device broke where the catheter connects to the laser sheath ''hub'' and exposed fibers were observed, outside of the patient. The cause of the break was reported to be from torquing the catheter (MDR 1721279-2021-00027). While removing the final lead (unable to determine lead location since both leads had been previously cut) and while the 13f tightrail device was in use, the patient's blood pressure dropped then stabilized. The physician noted there was higher pressure blood loss from the pocket, and the patient's mediastinum looked slightly enlarged. An arteriogram was performed, and a arterio-venous (av) fistula was discovered. Interventional cardiology, vascular surgery and cardiothoracic surgery joined the physician to strategize the best repair option for the patient. It is unknown what access was used to intervene, but dissections of both the left carotid and innominate arteries, along with perforation of the innominate vein, were successfully repaired. The patient survived the procedure. This report captures the 13f tightrail device in use when the av fistula occurred. There was no alleged malfunction of the tightrail device in use during the procedure.